Manufacturer narrative:
During follow up, it was further stated the titanium adapter was replaced. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adapter disconnected from the patient¿s peritoneal dialysis (pd) catheter which resulted in a solution leak. This issue occurred during use of the device for pd therapy. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.